Event description:
The following additional information was requested: may I know what type of surgery was performed where the bioglue was used, and resulted in a csf leak? What was the date of this surgery? What is the lot number of the bioglue? How much bioglue was used? Were all instructions followed for the application of the bioglue such as the area being dry, the bioglue allowed to polymerize for the full 2 minutes, etc.? What testing was done to indicate that a csf leak was present? How was it determined that the csf leak was related to the use of the bioglue? What date was an intervention performed to stop the csf leak? What specific intervention was used to stop the csf leak? How is the patient post intervention? The following feedback was provided by the distributor, "this incident report by [surgeon] is the reply on your survey for noncardiac case through website last week. For this survey, we have asked [surgeon] and filled with his reply. And this is not recently occurred, and he has experienced over 10 years ago when he worked at [hospital]. This is just reply on your survey and not serious any more now, and also he has any information on this issue any more, too." No additional information forthcoming.

Event description:
According to the initial report, "survey response from the bioglue pmcf survey. The survey response states the surgeons use bioglue for tsa neurosurgery and stated that in the past year there were two reinterventions/reoperations thought to be related to bioglue use. The problem/ae was csf leakage and the event was not reported to cryolife." The following feedback was provided by the distributor, "this incident report by [surgeon] is the reply on your survey for noncardiac case through website last week. For this survey, we have asked [surgeon] and filled with his reply. And this is not recently occurred, and he has experienced over 10 years ago when he worked at [hospital]. This is just reply on your survey and not serious any more now, and also he has any information on this issue any more, too."